Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's piston was not working and also alleged that the insulin pump was under delivering. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. Customer was treated with pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.